Event description:
It was reported that the patient's implantable neurostimulator (ins) was not functioning properly. The patient experienced frequency, urgency, and incontinence. Patient recovered without sequela and if further information if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3889-28, lot # va02wfg, implanted: (B)(6) 2012, product type lead; product ID 3037, serial #(B)(4), product type programmer, patient. (B)(4).